Manufacturer narrative:
(B)(4)

Event description:
Customer complaint alleges "there is a bubble that forms in the device cuff, when inflated, that does not allow the lma to sit flush and will not work". Alleged defect reported as detected during pre-testing prior to patient entering the clinical area. No patient injury or consequence was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The device was then fully deflated and re-inflated with 20ml recommended air volume. The cuff of the device was in standard and normal profile. No abnormalities were found. The cuff was then inflated with 50% more air (i.e. 10ml) and the cuff shape of the mask was in good condition. No malfunctions were found. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device functioned as intended.

Event description:
Customer complaint alleges "there is a bubble that forms in the device cuff, when inflated, that does not allow the lma to sit flush and will not work". Alleged defect reported as detected during pre-testing prior to patient entering the (cont.) Clinical area. No patient injury or consequence was reported.